Event description:
It was reported that while using the bd venflon ¿ pro safety needle protected IV cannula there was leakage. The following information was provided by the initial reporter: verbatim: 1. Medication is leaking next to the injection site.

Manufacturer narrative:
H6: investigation summary: a photo was received by bd for evaluation. A quality engineer was able to review the photo of a venflon 22g from lot number 2133394 and 2162346 regarding material number 391451 with the reported issues of leakage, a photo was received by bd for evaluation. A quality engineer was able to review the photo of a venflon 22g from lot number 2133394 and 2162346 regarding material number 391451 with the reported issues of leakage. Based on the photograph defect is confirmed. The investigation and simulation were carried out on 2 retention samples where the investigating team has visually tested the samples for defects and no defect was found in the retention samples. The exact root cause can only be determined if we receive the original sample. Based on the photograph defect is confirmed. The investigation and simulation were carried out on 2 retention samples where the investigating team has visually tested the samples for defects and no defect was found in the retention samples. The exact root cause can only be determined if we receive the original sample.

Event description:
1. Medication is leaking next to the injection site. 2. Redness occurs within 24 hours of placement of the intravenous cannula. 3. After the end of the therapy, the cannula is washed with saline solution and heparin. Reuse of the cannula is within 8 hours. 4. The needle is blunt and it is hard to penetrate the skin. 5. The part of the cannula in the vein was observed to be bent after the cannula was removed. 6. During placement of the cannula and withdrawal of the needle, the needle is difficult to withdraw

Manufacturer narrative:
A photo was received by bd for evaluation. A quality engineer was able to review the photo of a venflon 22g from lot number 2133394 and 2162346 regarding material number 391451 with the reported issues of leakage, needle bent, needle dull / blunt, needle penetration difficult / painful, and reaction. Based on the photograph defect is confirmed. The device history review of material number 391451 and lot number 2133394 was checked and there was no quality notification found on this lot from its production date to its dispatch on date. The investigation and simulation were carried out on 2 retention samples where the investigating team has visually tested the samples for defects and no defect was found in the retention samples. The exact root cause can only be determined if we receive the original sample. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
1. Medication is leaking next to the injection site. 2. Redness occurs within 24 hours of placement of the intravenous cannula. 3. After the end of the therapy, the cannula is washed with saline solution and heparin. Reuse of the cannula is within 8 hours. 4. The needle is blunt and it is hard to penetrate the skin. 5. The part of the cannula in the vein was observed to be bent after the cannula was removed. 6. During placement of the cannula and withdrawal of the needle, the needle is difficult to withdraw.

Manufacturer narrative:
Our quality engineer inspected the 4 samples and photos submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the samples. Analysis of the samples showed no defects or damages. The failure could not be replicated. The investigation and simulation were carried out on retention samples where the samples were visually inspected and a penetration force test was performed. No defects or damages were observed on the retention samples. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
It was reported that while using the bd venflon ¿ pro safety needle protected IV cannula there was leakage. The following information was provided by the initial reporter: verbatim: 1. Medication is leaking next to the injection site.

Manufacturer narrative:
The manufacturing location for this product is (B)(4) india. This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed in sections d.3. And g.1. And the (B)(4) FDA registration number has been used for the manufacture report number. E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.